Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an a cataract extraction with intraocular lens (iol) implant procedure, the implant turned at d7 control. The implant turned from 107 degrees to about 160/170 degrees. Additional information was requested and received, stating the implant was placed in the right axis at the time of injection. After seven days of implantation, the iol was repositioned correctly in re-intervention.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).